Event description:
It was reported that catheter damage occurred. A. Opticross hd was selected for ultrasound examination of the 60% stenosed target lesion located in the moderately calcified and moderately tortuous vessel. During the procedure, the catheter broke during the second run. The device was removed and the procedure was completed with another device with no patient complications. The patient fully recovered.